Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured during first inflation. The device was simply pulled out without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon pinhole located approximately 1mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a mildly tortuous cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at the first inflation. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.